Event description:
It was reported that there was no image on flexvision monitor. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no image on flex vision monitor. Review of the log file showed ippc post error. Upon further inspection, fse checked the system and confirmed the issue occurred due to flex vision monitor. Fse replaced the flex vision monitor. After replacing the flex vision monitor, the system was returned to good working condition. The codes were updated based on the investigation outcome.